Event description:
Caller reported the aviva system gave a blood glucose result of 141 mg/dl at a time when the customer was symptomatic of hypoglycemia. Wife advised she gave him two glasses of orange juice, called paramedics. Paramedic meter result 10 minutes after the 121 mg/dl was 40 mg/dl. Customer treated with glucose, transported to hospital, admitted. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the left monitor will intermittently go dark while making exposures. No pt injury was reported.